Event description:
It was reported through a merlin.net transmission that the device exhibited episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended and the device remains implanted.